Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a programmer error code when interacting with a programmer. The field was having difficulty interrogating the ICD to program therapy on. Additional information provided from the field indicated the error was due to software mismatch. No changes were made, the ICD remains in service. No adverse patient effects were reported. The device was later explanted and replaced with a non-boston scientific product, due to the inability to interrogate or program the device. Due to current local regulatory and transportation restrictions in russia, no product is able to be returned at this time. If/when this product is returned, an updated report will be submitted.